Event description:
This is filed to report death. This was a single-center, retrospective analysis of consecutive patients referred to a second mitral transcatheter edge-to-edge repair (teer) after a technically successful first procedure. A total of 52 patients (median age, 81, majority men, 50 percent with functional mitral regurgitation (mr)) met the inclusion criteria. Teer procedures performed on adult patients between (B)(6)2013, and (B)(6) 2020. Mr recurrences were mostly related to progression of the underlying cardiac pathology, but some patients did experience recurrent mr from migration, loss of leaflet insertion, and leaflet detachment. Fourteen patients died or were hospitalized due to heart failure (hf). Two patients developed a post-procedural mild bidirectional shunt. One patient required a surgical valve replacement. Two patients had a bleeding episode and two had a cardiovascular event (including stroke, transient ischemic attack, and myocardial infarction). All redo procedures were concluded by successful device deployment, without intraprocedural complications or conversion to surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Cause for the reported death could not be determined. Additionally, death is listed in the IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. A2: mean age. A3: majority gender. B2: date of death was estimated as (B)(6)2013. B3: date of event was estimated as (B)(6)2013. D4: the UDI is unknown as the part and lot numbers were not provided. D6a: date of implant was estimated as (B)(6)2013.